Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer experienced sweats, could not move, speak or swallow, was moaning and eventually experienced loss of consciousness. Customer was unable to treat, and emergency services were called upon arrival unspecified glucose values were obtained on the healthcare professional (hcp) meter and dextrose was provided. The customer was admitted to emergency room and additional full doses of dextrose were provided by a healthcare professional (hcp) for the treatment. The customer remained in the hospital for further care. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Sensor state 5 with event logs 3 and 4 are an indication of normal termination of the sensor without any error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics, therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. This also serves as a correction report. Section d1 (brand name) was incorrectly updated in the previous report. Correction has been made. Section d4 (primary UDI number) has been updated. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results compared to unspecified readings obtained on an unknown device. It is unknown whether the customer noted a trend arrow on the device. Customer experienced sweats, could not move, speak or swallow, was moaning and eventually experienced loss of consciousness. Customer was unable to treat, and emergency services were called upon arrival unspecified glucose values were obtained on the healthcare professional (hcp) meter and dextrose was provided. The customer was admitted to emergency room and additional full doses of dextrose were provided by a healthcare professional (hcp) for the treatment. The customer remained in the hospital for further care. There was no report of death or permanent impairment associated with this event.